Event description:
On (B)(6) 2012, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2013, follow-up imaging confirmed a proximal type I endoleak. On the same day, the patient was implanted with a gore excluder aaa endoprosthesis aortic extender component to treat the proximal type I endoleak. The proximal endoleak was resolved; however, it was reported there may have been a type ii endoleak still present at the end of the case. The patient tolerated the procedure.

Manufacturer narrative:
Additional excluder component included in this report: pxt281416/8491549. Results - a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Conclusions - per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention included, but are not limited to endoleak.